Manufacturer narrative:
The reported field event of premature battery depletion was not confirmed in the laboratory. Upon receipt, the battery voltage was found to be above eri. Review of battery voltage measurements indicated fluctuating battery voltages. The device was tested on the bench and an anomalous component connection on the hybrid was observed. The observed anomalous component connection on the hybrid caused the device to incorrectly detect a lower battery voltage.

Manufacturer narrative:
(B)(6). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that prior to an implant procedure, upon interrogation, the device was found to be at eri following end of service in a few days. The device was still in the box and returned for analysis.